Event description:
User receiving discrepant results for sodium. Specific number of patient samples impacted not provided. The following example was provided. Initial result 133 mmol/l, repeat 140 mmol/l. Initial result was not reported. If additional information is received, appropriate notification will be provided.